Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in-clinic, an increase capture threshold, increase pacing impedance, and fluctuating sensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve event. No abnormalities were observed through diagnostic imaging or visually during procedure. The patient was stable.